Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The reporter stated that the unit delivered the incorrect amount. It was set to deliver 20ml in 24 hours and reportedly delivered 20ml in one hour.